Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. It was reported that blood glucose was around 50 mg/dl. Customer reported that the insulin pump alarmed no delivery during the bolus procedure and also experienced a blank screen. Nothing further reported.